Manufacturer narrative:
In 2009, device qc check performed. Additional lot numbers: 07017, a7017, a7021.

Event description:
Initial report received on 07-dec-2009 from a dermatologist. The present case which was considered as non serious by the reporter. While granuloma is considered as important medical event by the company, it has been upgraded to serious. This is a prospective observational study in pts receiving antiretroviral drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in pts. A male pt with infection was enrolled in this study and received four injections of poly-l-lactic acid (new-fill 8 ml) in cheeks, temples, jugal area and nasal area, respectively in 2007, 2008, associated with 8 ml of water for injectable preparation at each injections. Concomitant treatment included atazanivir (reyataz) po 300 mg/d, saquinavir mesilate (invirase) po 1 g/d and ritonavir (norvir) po 200 mg/d for injection, flunitrazepam (rohypnol) po 1 mg/d and cafedrine hydrochloride/theodrenaline hydrochloride (praxinor) po 210 mg/d for toxicomania; all drugs were started in 2005 and were continued. In 2008, the pt presented with granuloma. Corrective treatment was initiated with clobetasol (dermoval), 2 injections of triamcinolone acetonide (kenacort retard) when surgical exeresis was performed. The cytological exam showed a macrophagic granuloma whose length was 0.7 cm. Interstitial fibrosis was observed. The granuloma was developed at the contact of subcutaneous muscular plan. Absence on malignity. At the time of this report, outcome is ongoing, the pt had partially improved. Three ptc # had been attributed for the materiovigilance case. Reporter causality assessment is not provided.